Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. It was reported that a patient underwent cardiac ablation procedure for persistent atrial fibrillation with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that while burning in the left atrium, they were burning a mitral line and the patient's systolic blood pressure dropped to the thirties very rapidly. The ultrasound catheter confirmed a large pericardial effusion. The patient had a pericardiocentesis. They removed 3 liters of blood and the blood was being recycled into the patient. The patient went to surgery for repair and the status of the patient is unknown at this time. The caller states when the patient left the cath-lab they were stable. The caller states the physician feels the ablation procedure may have caused the effusion as they were burning inside the left atrial appendage when the issue arose. The event occurred during use of biosense webster products during ablation phase. The physician¿s opinion is that the cause of the adverse event is procedure. The patient has fully recovered; 5 days post operation they were getting a cardioversion and going home. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for persistent atrial fibrillation with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that while burning in the left atrium, they were burning a mitral line and the patient's systolic blood pressure dropped to the thirties very rapidly. The ultrasound catheter confirmed a large pericardial effusion. The patient had a pericardiocentesis. They removed 3 liters of blood and the blood was being recycled into the patient. The patient went to surgery for repair and the status of the patient is unknown at this time. The caller states when the patient left the cath-lab they were stable. The caller states the physician feels the ablation procedure may have caused the effusion as they were burning inside the left atrial appendage when the issue arose. The event occurred during use of biosense webster products during ablation phase. The physician¿s opinion is that the cause of the adverse event is procedure. The patient has fully recovered; 5 days post operation they were getting a cardioversion and going home. Transseptal was performed using the baylis needle. Ablation was performed prior to the discovery of the effusion. There was no evidence of steam pop. The irrigation setting was 15cc/min. Graph, dashboard, vector, and visitag surpoint were used for force visualization. The visitag module settings were range 3 mm, time 3 sec, force over time (fot) 25% at 3g, and tag size 3, no additional visitag filters. Tag index was used for color option prospectively. The procedure did not achieve mitral line prior to discovering the effusion so it was not successfully completed.